Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due to low slurry calcium concentration causing collapsed/pinched inflation lumen under balloon or along shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and re-sterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the head of nurses indicated that the urinary catheter was presenting problems when inflating the retention balloon, the sterile water did not pass to the balloon and the catheter presented problems when injecting the sterile water to inflate the balloon. If used on the patient, they removed the probe. The probe was used in the area of tocosurgery. The probe was removed from the patient, it did not cause problems in the patient because it was removed on time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the head of nurses indicated that the urinary catheter was presenting problems when inflating the retention balloon, the sterile water did not pass to the balloon and the catheter presented problems when injecting the sterile water to inflate the balloon. If used on the patient, they removed the probe. The probe was used in the area of tocosurgery. The probe was removed from the patient, it did not cause problems in the patient because it was removed on time.